Event description:
It was reported by the affiliate that the (1) tr45g was used during a porcine lab procedure. When the surgeon fired the atg45 with the second firing, he could n0t staple the tissue at all but cut, since the cartridge was empty. (It was actually a new cartridge.) The surgeon put some hand stitches to close the tissue. There was no pt consequence.